Event description:
The customer advised datascope service that the display for their panorama central station monitoring system went gray. The monitor was inoperable. No pt injury was reported.

Manufacturer narrative:
The co svc rep reinstalled the central station tower operating software. The system was tested to factory specification. It functioned normally and was returned to the customer.